Event description:
It was reported that impedances on the right ventricular coil portion of the lead have been slowly rising since implant. It was also reported that there was high impedance. The lead was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.